Manufacturer narrative:
(B)(4).

Event description:
The pt felt stimulation in her mid back down to her feet. Instead she felt stimulation in her shoulder blade and right breast. The pt underwent revision surgery to reposition the lead. She was doing fine afterward. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.